Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was damaged resulting in difficulties charging the pump. Customer's blood glucose (bg) level was 230 mg/dl. Reportedly, an alternate pump was sent to the customer to address the issue.